Event description:
Additional information was provided that the patient experienced blurry vision in center of visual field. Bacteriological testing was not performed. Symptoms recovered after initial medical treatment. In the surgeon's opinion, this is a case of the ophthalmitis. The cme was treated and the symptoms recovered without recurrence.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported cystoid macular edema following an intraocular lens (iol) implant procedure. Symptoms have resolved. The lens remains implanted.

Manufacturer narrative:
This report is being filed to correct the date reported on follow up report #02. The date was reported as 10/20/2015 and should have been reported as 12/28/2015.

Manufacturer narrative:
Evaluation summary: the file indicated the use of a cartridge and a handpiece. Product history records could not be reviewed for these product lots because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause.

Event description:
Bacterium inspection information has not been provided.